Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that uromatic easy flow uni-set had holes at the bottom of the set. According to the reporter, when they squeezed the set, that¿s when they realized there were holes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received in an open pouch for analysis. Visual inspection did not reveal any non-conformances. The set was immersed under water and leak tested. The set leaked from the junction between the bottom cap small port and the re-grind tube. Further visual inspection revealed a lack of solvent between the two parts. The cause was determined to be a lack of application of solvent during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.